Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-00566. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystocele/rectocele repair; due to cystocele, rectocele and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence and severe dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure for stress urinary incontinence, cystocele and rectocele on (B)(6) 2007 and mesh and an ams monarc system hammock were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. On (B)(6) 2003 patient had additional mesh to treat stress urinary incontinence. Mesh products removed on (B)(6) 2009 due to erosion, pain and dyspareunia.